Event description:
It was reported that the blood pressure monitor did not work that well and apparently had connectivity issues. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).